Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of several inappropriate shocks. Noise was able to be reproduced with the sensing vector programmed to secondary. The sensing vector was reprogrammed to alternate and no further noise was observed. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.